Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and unspecified sensing issue. As the physician tried to get a good placement, the atrial lead dislodged multiple times. After few attempts of placing the atrial lead, the helix exhibited difficulties to be extended. The lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, sensing issue, and a helix mechanism issue. The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture and sensing issue were not confirmed. Electrical testing, visual examination and x-ray inspection of the lead were normal with no anomalies found.